Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported device rupture. The affected side is unknown. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: double capsule: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported device rupture. Physician confirms rupture and capsular contracture baker grade iii diagnosed by ultrasound. Physician further confirms "large rupture of the envelope and the presence of a double capsule". This relates to the left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, a3a, a4, a5, a6, b3, b5, b6, d1, d2a, d2b, d3, d4, d6a, g1, g2, g4, h4, h6.

Event description:
Patient reported left side device rupture. Healthcare professional later reported rupture and capsular contracture baker grade iii diagnosed by ultrasound. The device remains implanted.